Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion, fever, burning pressure, urinary tract infection, water in the kidney due to a kink in the ureter from a stitch post implant, spasms, a ridge underneath the urethra, urgency, urinary retention, dyspareunia, tight band, opening of the vagina mucosa, reopening of the vagina mucosa, mucosal dehiscence, obturator tenderness, tightening of pelvic muscles, nocturia, dysuria, organ perforation, vaginal scarring and neuromuscular problems and flank, bladder , urethral, muscle, pelvic and vaginal pain. Excisions, removal and revision were performed. Subsequent treatments and/or therapies were reported.